Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported post implant a swedish adjustable gastric band, the patient returned to as there was a problem with the band. The band was removed and there seems to be a hole in the device. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Tear/cut. The straight band with 30.7cm of catheter, the velocity port with the locking connector and 15.4cm of catheter were returned for analysis. Upon visual inspection, it was observed that the balloon was cut on one side, this cut was 1.3mm in length and localized at 6cm from the catheter connection. Note that this cut was parallel to the reinforcing band. A microscopic evaluation of this cut was performed, and it was observed that this type of cut occurred as a result of the use of a sharp instrument. A balloon leak test was performed with an unsuccessful result; leak was found where the cut was observed. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore, it is unlikely that a manufacturing issue contributed to the reported event.